Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Patient condition was stable and will be monitored.